Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
On (B)(6) 2011, the broken dfn was found and removed. First operation was executed on 12 november last year and the doctor said that the reduction would have not been any problem. In 9 month the patient had strong pain and visited the hospital again. It was found that the dfn was broken. The patient said that she had worked on farm after discharge from the hospital and also she said that she had not fallen down after hospital discharge. The doctor thinks that the spiral blade has been backing out which would loosen the fixation and then stress was centered at one point and then dfn would have been broken. This report is #2 of 2 for the same event.